Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.should the product be returned, a supplemental report will be filed. (B)(4).

Event description:
Medtronic received information that following implant of this bioprosthetic valve, the valve was explanted due to severe stenosis and calcification. Additionally, a triple vessel coronary artery bypass graft (CABG) was performed. The valve was replaced with another medtronic valve. Following CABG and valve replacement, the patient was removed from bypass and severe mitral insufficiency was noted on the echocardiogram. The patient was placed back on bypass and an annular ring was placed with complete correction of the insufficiency. The surgeon reported the mitral insufficiency was likely due to some technical error. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the product return, a root cause of the event cannot be determined. Medtronic will continue to monitor field performance for similar events should they occur.